Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console emitted an s3 alert. The client was instructed to take the centrimag console out of service and it was disconnected from the patient. The patient did not suffer any hemodynamic consequences and the console was to be returned.

Manufacturer narrative:
Section g4: PMA # corrected. Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed via the console¿s functional analysis and via the log file. The log file contained data from the reported event date of 23apr2025, and the console was not observed to be in patient use at this time. Several s3: system fault alarms correlating to the console¿s fan speed were intermittently observed throughout the data. The console was observed to have been manually shut down on 23apr2025, and no other notable events were observed. The returned centrimag console (serial number (B)(6)) was functionally tested at the service depot. S3 alarms were reproduced which were isolated to an issue with the console¿s fan, consistent with the log file observations. The fan was observed to have a significant amount of dust contamination on its assembly which could have contributed to the fan not functioning as intended. The fan was replaced with a new component, and the console¿s interior was vacuumed. Then, the alarmed had resolved, and the console fully functioned as intended. The serviced and repaired console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was isolated to an issue with the console¿s fan which could have been caused by the dust contamination on its assembly; however, the root cause of the dust contamination was unable to be conclusively determined. Review of the device history record for centrimag 2nd gen. Primary console, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.